Manufacturer narrative:
A replacement power was sent to the customer. Attempts were made to obtain additional information from the customer. There was not response from the customer to follow up questions. Should additional information, or the original product, be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.

Event description:
The customer reported that the wires on their pump in style transformer were frayed and that they saw sparking from the exposed wires.